Manufacturer narrative:
(B)(4). Premature sled movement. The sc60a device was received for analysis with no visual non-conformances and with an ecr60w cartridge loaded on the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an open gastrectomy procedure, the firing trigger could not be grasped at the 1st stroke of the 1st firing. The jaws did not open with the manual knife reverse switch. The cartridge was white. Eventually, the device was removed by cutting the tissue after clamping both sides of jaws with forcipes. The target tissue was regular. The device did not clamp something hard such as an existing staple line or clip. Additional suture was performed to complete the case. There were no adverse consequences to the patient. After the operation, the device was opened with the manual knife reverse switch by a nurse. One device will be returning.